Manufacturer narrative:
Two pictures of cadd cassette reservoir were received and showed that there were no damages noted to the naked eye. Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and indicated that no discrepancies were noted. During functional testing, the sample was connected to cadd legacy plus pump to look for unusual functions, the sample was fully priming and connected without difficulty, the pump was set running and no alarm was noted. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused a "no disposable, clamp tubing" alarm after about 24 hours of use. Troubleshooting was conducted by turning the power on and off as well as loading and unloading the batteries. The alarm was unable to be cancelled. Thirty minutes after that, the same troubleshooting steps were performed again, but no alarm was issued again. There was no patient injury.